Event description:
It was reported that the customer rec'd multiple occlusion alarms. The customer's blood glucose level was 160 mg/dl. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.